Event description:
On (B) (6), 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that black marks were appearing on the patient's one touch ping meter's display. The medical surveillance specialist (mss) spoke with the reporter on (B) (6), 2010 and obtained the following information. The patient's mother reported that the alleged display issue started on (B) (6), 2010 at 7 am. The reporter claimed that the patient did not have a backup meter at the time and as a result of the alleged issue was unable to test. The reporter also stated that the patient did not bolus any insulin as a result of not knowing what her blood glucose level was. At approximately 6 pm that evening, the patient's mother reported that the patient developed frequent urination and began to vomit. At the onset of symptoms a ketone test was performed and results indicated that a large amount of ketones were present. The reporter stated a meter was then purchased (bayer brand) and when the patient was tested with that device they obtained a result of "594 mg/dl." The reporter stated that the patient was given 7 units of humalog insulin (injection) every 2 hours until her blood glucose level was back to normal. At the time of troubleshooting, the customer care advocate noted there was no known misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.